Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a male patient ((B)(6) years old) underwent premature ventricular contraction (pvc) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. It was reported that the case began as an electrophysiology (ep) study for possible supraventricular tachycardia (svt) and some pvcs were noted during the case. Physician put thermocool® smart touch® sf bi-directional navigation catheter and a quad catheter into the right ventricle (rv) and then the right ventricular outflow tract (rvot) to briefly try to locate the pvcs. At end of study when catheters were being taken out of the body and physician asked for a pressure check. At that point pericardial effusion was noticed. Caller reported there was a drop in blood pressure on the patient while they were pacing and pulling out the catheters and sheath from the body. The pericardial effusion was confirmed by echo. The medical intervention included drug and fluid intervention in the ep lab and then an echo was performed to diagnose effusion. Patient became stable and was then taken to operating room (or) for other intervention (possibly pericardial window). The end outcome is unknown. There is no information regarding extended hospitalization. No ablation was performed at any time throughout the case. The physician¿s causality opinion remains unknown. Transseptal was not performed. Irrigation settings were standard for thermocool® smart touch® sf bi-directional navigation catheter. There were no error messages observed on biosense webster equipment during the procedure. Dashboard and vector modules were used for force visualization. There is no information about the maker and the model of the quad catheter nor the sheath and these devices are considered concomitant. The event is conservatively reported under the ablation catheter.